Event description:
The customer reported, the sys displayed a blank image intermittently. No pt injury was reported.

Manufacturer narrative:
Ge service rep performed an on site investigation. The ip board was replaced. The sys was tested and found to be working as intended and put back into service.